Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the device was not functional due to fluid loss, there was no fluid in the system. The aus was explanted and replaced. No further patient complications reported.